Event description:
It was reported that during a ptca procedure, the quantum maverick monorail balloon ruptured at 12 atms. The number of inflations and to what atms is unknown. The lesion was located at the calcified, 90% stenotic, non-tortuous proximal right coronary artery (rca). The procedure was completed with this device. Pt status was reported as 'good'.

Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.